Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. Service evaluation could not reproduce the alarm. The cause was identified to be continuity across the ultrasonic sensor flex. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a false upstream occlusion. No additional information is available.